Event description:
It was reported that air in the tubing passed through the device and it did not alarm air-in-line. A 350mlpacked red blood cell (prbc) type a positive was transfusing at the time of the event. There was no patient harm.

Manufacturer narrative:
Correction: d.4, h.4. The complaint of the device not alarming for air in line (ail) when expected was not confirmed. On the reported event date 9 february 2020, the suspect device successfully completed a 25 ml infusion of blood product (drugid=76) at a rate of 100 ml/hr before the rate was changed to 125 ml/hr and the vtbi was changed to 300 ml. After infusing approximately 246 ml of the programmed 300 ml, the suspect device alarmed for air in line for over three (3) minutes before being paused and channeled off. Testing performed on the source pump module¿s air detection system found the device detecting air within specification. At the 250 ¿l single air bolus setting, the worst case air bubble size (299 ¿l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. There are smaller single air bolus settings (50 ¿l, 75 ¿l) available to the customer. Inspection of the suspect device found no irregularities within the ail assembly. The suspect device door latch, sear, and membrane frame were observed to be non-bd parts. The proximate cause of the suspect pump module failing to alarm for air in line was suspected to be due to the air bolus being too small to trigger an alarm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: y325118, exp: may21. 0.9% sodium chloride injection. 350ml blood bag a rh positive apheresis red blood cells, exp: 13mar2020. 10 ml bd syringe, lot: 9351581, exp: 2022-12-31. 10 ml bd syringe, lot: 9351581, exp: 2022-12-31 (white cap). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that air in the tubing passed through the device and it did not alarm air-in-line. A 350ml packed red blood cell (prbc) type a positive was transfusing at the time of the event. There was no patient harm.